Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was down. As per part investigation, it was determined that there was thermal damage observed the crossed continuity between adjacent copper strands of the assy retractor drawer half height cubie and a shortcut diode d501 mosfet q501 on the use 331392-01 pcba drawer controller. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6) hospital (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of down station was confirmed during fse testing and subsequently confirmed in the dchu testing and inspection process. The device was initially evaluated by the field service engineer (fse) according to work order #02204178, the fse reported that it replaced the drawer boards, replaced the retractor bands, and cleared debris from underneath the pockets. During dchu visual inspection p/n 353844-01 the assy retractor dwr hh cubie unit a was received with copper strands in contact with adjacent copper strands. The assy retractor dwr hh cubie unit b showed no signs of physical damage or loose components. P/n 151622-01: the board showed no signs of physical damage, fluid ingress, loss or missing components. P/n 331392-01: the board received showed no signs of physical damage, fluid ingress, loose or missing components. During dchu testing p/n 353844-01 testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection of the assy retractor dwr hh cubie unit a the assy retractor dwr hh cubie unit b passed successfully the dmm and hta testing. P/n 151622-01: the board did not pass the dmm testing due to low resistance measurement between tp502 and tp505. P/n 331392-01: the board passed successfully the dmm testing but failed the hta testing due to not detecting the cubie pockets installed in the drawer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint, the station was down was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01), a shortcut diode d501 / mosfet q501 on the use 331392-01 pcba dwr cntlr v1.10/v1 (s/n: 5017914547) and a malfunctioning pcba, drawer controller hh6510042005 (s/n: 5252572619). The unit exhibits no visible physical damage; however, due to its nonfunctional state, no additional diagnostic testing could be performed.